Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fundal embedded (non-penetrating) mural essure coil-myometrium'), pelvic infection ('right cornual microabscess formation') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) and device expulsion ("fundal embedded (non-penetrating) mural essure coil-myometrium") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (robotic hysterectomy, left salpingooophorectomy and right salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic infection, endometrial ablation and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device, endometrial ablation and pelvic infection to be related to essure. The reporter commented: essure coil. Five coils are noted on this side. The right tube is then identified and cannulated in the standard fashion. Three coils are visualized after placement on this side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: 1) occluded fallopian tubes due to essure coil placement. 2) third essure coil projecting in the left hemipelvis, the location of which is uncertain but may be within the distal left fallopian tube or alternatively, within the intraperitoneal cavity. Clinical correlation is needed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received : event medical device removal was updated to more specific event :embedded device ,pelvic infection. Reporter added, medical history and lab data added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (removal of essure, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.